Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose was 125 mg/l. The patient reported the alarm was resolved ot a complete set change. The customer does not want to return infusion set and reservoir for analysis. The customer was advised that we will sent replacement for infusion set and reservoir. The patient was advised to call when alarms occur to troubleshoot. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).